Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by that log files from (B)(6) 2016 showed multiple vad disconnect alarms from (B)(6). It was stated that the patient reported when in the clinic that he was "self-disconnecting" driveline. It was further stated that re-education was performed on driveline disconnect. It was further noted that there were no effect on patient. No additional information available.

Manufacturer narrative:
The hvad pump ((B)(4)) and controller ((B)(4)) were not returned for evaluation. Review of the manufacturing records indicated that both the devices met specifications prior to release. The reported event was confirmed via log file analysis which revealed multiple vad disconnect alarms between (B)(6) 2016. Additionally, per the event details, the patient was "self-disconnecting" the driveline. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported vad disconnect alarms can be attributed to physical disconnection of the driveline from the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4)/1403us - expiration date: 03/31/2017 - device manufacture date: 03/01/2016. (B)(4). Method: actual device not evaluated; manufacturing review; analysis of data log(s). Result: no results available since no evaluation performed. Conclusion: device not returned.